Event description:
The manufacturer received information alleging a patient¿s blood oxygen saturation temporarily decreased to 70%. There was no allegation of device malfunction. The device's volume was set low and was changed. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient¿s blood oxygen saturation temporarily decreased to 70%. There was no allegation of device malfunction. The device's volume was set low and was changed. After receiving further information from the patient it is determined that the initial report should have been filed as serious injury and product problem, both. Section adverse event/product problem in box b has been updated/corrected in this report.